Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "that the balloon(s) deflated in the patient [patient]. According to the report, it seemed to be burst." It was reported the device was removed and replaced with a new one. Alleged issue reported as occured during use. It was reported there was no patient injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: it was originally reported that the event occurred during use; however, additional information was received to clarify the event was prior to use on a patient. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. Both cuffs were inflated with a syringe and they deflated immediately. The cuffs were inspected under a microscope and it was observed that both cuffs were damaged. Based on the information provided by the customer, the issue occurred during inflation testing prior to use, thus no anesthesia, lubricant, or medication was used. The customer also confirmed that the cuffs were not over-inflated. The complaint lot (B)(4) passed 100% in-process inspection, where 100% leak testing is performed; thus, any defects would be detected prior to release from the manufacturing facility. A root cause could not be identified, although there is a remote possibility that the product could be damaged by a sharp object during manipulation of the product.

Event description:
Customer complaint alleges "that the balloon(s) deflated in the patient. According to the report, it seemed to be burst." It was reported the device was removed and replaced with a new one. Alleged issue reported as occured prior to use. It was reported there was no patient injury. Patient condition reported as "fine".